Manufacturer narrative:
Continued b3 date of occurrence: on (B)(6) 2021. Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: a broken device inside a plastic container labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side rupture. The device has been replaced and discarded.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.